Manufacturer narrative:
The report states, "the nebulizer is not misting or producing medicine." Customer reported that, "patient tried to use the nebulizer and identified no medication was being push through machine. After the patient confirmed no medication was being pushed through the machine, they returned the nebulizer back to our facility were we proceeded with the return through medline. Patient is unharmed. " there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The report states, "the nebulizer is not misting or producing medicine."